Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: "I received a call from our neuro ICU this afternoon. Apparently a patient had bottoming blood pressure and it wasn't being fixed with norepi and they were about to take them back to the or when they realized the pump was not functioning correctly (see attached recording and watch "time left in infusion" the clock was resetting itself to 8 min. Additionally, no fluid was actually being moved through. They set up a different back and pump on the patient and kept this running until I could arrive to record it. No alarms were sounding, no fluid moving through. We occluded the line and still did not get any warning. When we removed the tubing cassette and then placed it back in. The pump alarmed within 10 sec. Pump # 31669 and has been submitted to biomed and an incident report filed. " additional information was received on nov.18th, 2015: "1. Kindly acknowledge no human harm caused as a result of this complaint. Answer: yes, the patient had severe hypotension. Patient was about to be taken back to or for exploratory surgery to determine if there was another reason for hypotension (i.e. Internal bleeding) when the pump issue was discovered. 2. Please provide the pump's s/n. Answer: pump # 31669 3. What software version is installed on the pump? Answer: mednet 6.1 4. Did the event occur as part of a test or during treatment? Answer: during treatment 5. Was the alarm volume set to minimum? Answer - alarm volume set to maximum 6. Did the user receive any message relating to an error during the last use? If so, please quote the exact text of the message. Answer: no error message during recent or last use 7. During the event, was the device operated on battery power or connected to a power supply or mini cradle? Answer: unknown 8. Please provide a step-by-step description of the infusion process: a. Rate: 20 mcg/min b. Vtbi: we dispense 250ml bag, bag had about 50 ml left at the time of the incident c. Time: unsure of exact time- but is was mid afternoon (between 1 and 3pm) d. Mode: continuous e. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 10 psi f. Administration set used (type and lot number): primary set, unknown lot # g. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.? Unknown h. Drug administered: norepinephrine I. Priming method (manual / with pump): unknown "

Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: "I received a call from our neuro ICU this afternoon. Apparently a patient had bottoming blood pressure and it wasn't being fixed with norepi and they were about to take them back to the operating room when they realized the pump was not functioning correctly. The clock was resetting itself to 8 min. Additionally, no fluid was actually being moved through. They set up a different back and pump on the patient and kept this running until I could arrive to record it. No alarms were sounding, no fluid moving through. We occluded the line and still did not get any warning. When we removed the tubing cassette and then placed it back in. The pump alarmed within 10 sec. Pump # 31669 and has been submitted to biomed and an incident report filed. "